Event description:
Customer reported an unexpected negative result when testing a sample on capture-r ready ID (crrid) on the echo. The patient has a history of anti-k.

Manufacturer narrative:
Review of images: crrid lot id131: the following cells are kell positive: 3, 6, 8, and 14. The remaining cells are kell negative. Negative results were generated for all cells. Visually all cells appeared negative. Positive control: 4+. Negative control: 0. Confirmed the reactivity of the k antigen on retention capture-r ready-ID, lot id131 using anti-k. A service call was made. Replaced the probe cleaning station, filter and deep wash which had excessive protein build up. Replaced camera reader bulb. Optimized camera mirror alignment, strip alignment and color focus. Patient samples were re-tested and received expected results. Unit operates to specifications.